Manufacturer narrative:
The shoulder-humeral head 45mm x 15mm cat# 5350-4515, (B)(4) was also listed in this report. It cannot be determined which, if any of these devices may have caused or contributed to the pt's infection. An eval of the devices cannot be performed as the devices were not returned to the MFR due to hospital policy. Add'l info (including x-rays and medical records) was requested. Should device or add'l info become available, the eval summary will be submitted in a supplemental report.

Event description:
It was reported that, "the pt complained of pain. Dr. O. Determined a possible infection. Humeral head was removed and glenoid was loose. Both pieces were removed and shoulder was irrigated and debrided.